Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex artery with moderate tortuosity and heavy calcification. Pre-dilatation was performed with a total of seven non-abbott balloons; however, five of those balloons ruptured due to the anatomy. The 2.25 x 12 mm xience xpedition stent delivery system (sds) was advanced, but could not cross to the lesion. During removal, resistance was noted with the vessel, and the stent dislodged from the sds. There was not a small enough snare to use; therefore, a balloon was used to retrieve the stent to the left main (lm). The stent could not be retrieved any farther; therefore, a 3.0 mm non-compliant balloon was used to implant the stent in the lm. The 2.0 x 8 mm mini vision sds was advanced, but also could not cross to the lesion. During removal, resistance was noted again with the vessel, and the stent dislodged. A 1.25 balloon was used to retrieve the stent successfully. The lesion was treated with dilatation only. The patient had a good outcome, was stable and was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.25 x 12 mm xience xpedition device referenced is being filed under a separate medwatch report. Evaluation summary: the device was returned for evaluation. The reported stent dislodgment was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.